Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, shortly after the implant of this right ventricular (rv) lead, this patient complained of chest pain. A chest x-ray was obtained but there were no abnormal findings. Later, loss of capture at maximum outputs was observed and an echocardiogram was ordered. The echocardiogram revealed an rv perforation. A revision procedure was performed and this rv lead was repositioned. The patient is not pacemaker dependent and was therefore not symptomatic to the loss of rv pacing. This rv lead remains in service. No additional adverse patient effects were reported.